Event description:
According to the available information, the patient had an aris and a cousin biotech prolapse mesh implanted. After the operation, the patient had abdominal pain. The pain intensified, remaining primarily in the patient's abdomen. On day 6, the patient developed pain in groin creases, radiating down thighs and then to feet. After three visits to the emergency room, the patient was prescribed tens and laroxyl (5 drops), but these had no effect. On (B)(6) 2025, during an emergency consultation with the surgeon, the decision was made to urgently remove the tot suburethral sling. The sling was removed on (B)(6). The pain in the patient's thighs and groin subsided within 48 hours. Some abdominal pain persisted, but the patient attributed this to the laparoscopy. Around (B)(6), approximately a month and a half after the initial procedure, new pains appeared: labia, vagina, lower abdomen, rated at 8 out of 10 on the pain scale. The patient was referred to a pain management center; currently, medication consists of 900mg of gabapantine, 16 drops of laroxyl for neuropathic pain, nefopam, and doliprane for pain relief. Current patient condition includes daily pain: groin folds, vagina, labia, lower abdomen, varying in intensity from day to day. Increased incontinence since the removal of the tot sling. No return to work. Multidisciplinary care at the request of the pain management center.

Manufacturer narrative:
The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of pain and recurring incontinence since removal of sling, quality accepts the observations. Pain is a known possible adverse event labeled in the IFU and/or risk documentation. As the sling is intended to be utilized for stress incontinence, the partial removal or full removal of the sling may result in the return of the patient's pre-existing condition of incontinence. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. D10: promesh from cousin biotech. Psprolaps2. (B)(6).